Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer had been unlocked, locked and retracted approximately 4 mm proximal of step #3 (advancing the thumb advancer). The retraction of the thumb advancer is consistent with the steps use when resistance is met during device removal. The vessel locator wings were examined and found to be normal for a used device. The exchange sheath was completely slit but had also been torn during thumb advancement. A possible cause for the exchange sheath tearing is a tight tissue tract. Instead of the tube set sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath may cause interference with clip deployment. Factors that may also contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Based on the investigation findings, the torn sheath experienced during use appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for device operates differently than expected-sheath split for this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath split incorrectly and the clip did not deploy properly. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.